Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to location of device is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial knee arthroplasty about nine years ago. The patient was then revised about six years ago due to tibial loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.